Event description:
It was reported that a small volume infusor bladder ruptured during filling. The drug involved in the incident is unknown. The bladder was manually filled using a syringe with an unknown speed. The product was not exposed to direct sunlight, bladder was not in a footed shape or detached from the infusor assembly. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the rupture. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one unit for evaluation. Visual inspection on the unit noted a ruptured bladder. The bladder was microscopically examined and marking located on the exterior surface of the bladder was observed near the rupture line. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.